Manufacturer narrative:
The complaint is justified and led to the voluntary product recall r-2015-02 with the following description: a risk was identified for the use of the endo-modell® tibial plateau sets and spare parts sets. Due to a manufacturing error, it is possible that the endo model may contain a tibial plateau set and spare parts set, two tibial plates of the old shape or of the new shape and not, as intended, 1 tibial plateau of the old shape with a hole for securing the pin hole and 1 tibial plateau of the new now common shape with dovetail locking. The tibial plateau of the old form cannot be combined with a tibial component of the new form, and vice versa. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: after enriching the final plateau after changing the femoral component from endo-model rotational knee standard to endo-model rotational knee modular, explanations on the differences between the two plates contained in the sterile package are given to the instrumenting nurse. The main distinctive feature here is the openings at the posterior end of the pinhole plateau. It was noticeable that both plates in the replacement set were intended for a pinhole locking device. Opening of a tibial component in the hospital and removal of the original plateau with dovetail protection. This allowed the operation to be completed to the satisfaction of the users without any difficulties or damage to the patient. There was no prolongation of the operating time. The defective plateaus were exchanged for a suitable replacement at an early stage.